Event description:
It was reported that during a gastrectomy, the device did not fire completely. The surgeon was unable to remove the device, so the device was excised from the tissue. The surgeon reanastomosed the tissue with another device. There were no other consequences to the pt.